Event description:
The customer contacted philips healthcare to report the device failed operational check, with ECG connection failure. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4).